Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center sometimes had a failed image. The endoscope cable could not be connected securely because video connector socket was worn out. The video socket on the video system center was worn out. This causes the camera heads and scope cables too easy to remove from the socket. This can also lead to interference in the image. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: d8, h3, h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the technical evaluation report confirms that the video connector socket is worn out. Therefore, it is presumed that the phenomenon, ¿no image,¿ occurs because electrical communication does not work properly due to the worn out video connector socket. However, it is likely wear and tear damage with customer mishandling and with increasing use/time. The root cause could not be identified. Olympus will continue to monitor field performance for this device